Event description:
Pt called lfs and alleged that the meter was reading inaccurately high. The pt was comparing the result of 560 mg/dl to normal readings and to another meter. This is an invalid comparison. The pt also performed two control solution tests, which failed. The test strips and the control solution were in good condition, testing technique was correct, and the codes matched. No medical attention was reported. The meter and control solution are being replaced for the pt. No further information has been reported.